Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent an explant of the lead and generator due to the patient's neck incision becoming infected. The patient was implanted within two months of the infection appearing. Device return and evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device. Device history records were reviewed on for the lead and the device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.